Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: late onset seroma and breast mass. (B)(4).

Event description:
It was reported that a caucasian female underwent breast augmentation revision with 400 cc mentor memorygel breast implants and experienced late onset seroma and a breast mass on the right side postoperatively. As a result, the patient underwent device removal on (B)(6) 2021.